Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient was climbing off their bike and got their sandal caught in the belt causing them to fall and injure their rotator cuff while wearing the lifevest. The patient needed surgery to repair the injury. Outcome of the irritation is unknown as follow up attempts were unsuccessful.